Event description:
It was reported that during sheathed insertion in right femoral artery, clinician found it difficult to pass catheter over guidewire. A new catheter was inserted using the existing sheath and guidewire. There were no associated pt complications.

Event description:
It was reported that during sheathed insertion in right femoral artery, clinician found iit difficult to pass catheter over guidewire. A new catheter was inserted using the existing sheath and guidewire. There were no associated pt complications.